Manufacturer narrative:
Upon receipt at (B)(4) laboratory it was noted that the complete lead was returned with dried blood and body fluid noted in the lumen. The lead was subject to direct current resistance testing and passed on all paths, verifying the lead's electrical performance was intact. No further testing was performed analysis could not confirm the clinical allegations observed in the field.

Manufacturer narrative:
At this time, the lead has not been returned. If additional information should become available to our company, this event would be updated.

Event description:
--

Event description:
Boston scientific received information that one day post implant the left ventricular (lv) lead dislodged. The lv lead was explanted and a new lead was successfully implanted. No adverse patient effects were reported.